Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed that the system could not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system software could not start up normally, showing 00:00 during starting up. The fse checked the system log file and found that the system had no communication with the sib, xsc, and other modules. The fse then performed a dcps voltage test and conducted an led visual inspection and found that the dcps in the m cabinet had a 230v input but no 24v output and confirmed that the cause of the malfunction is a defective dcps in the m cabinet. To resolve the issue, the fse replaced the dcps in m cabinet. The defective part was sent for analysis, for dcps no failure was found. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.